Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensed noise on the right atrial (ra) lead which led to pacing inhibition. Further review noted there were also high out of range pace impedances that previously occurred. Impedances were greater than 2500 ohms. Reprogramming was performed until a revision could occur. A revision procedure was then attempted. This crt-d was replaced, but as the patient was occluded, the ra lead remains in service. No additional adverse patient effects were reported.